Event description:
It was reported that the 9600emi system experienced an auto reboot and flashed charge failed. It was also noted that the system was exposing at a low kv. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the system batteries. The system was tested, and found to be working as intended and placed back into service.